Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pharmacist reported on behalf of patient via email - I have a patient who uses bd 329505 autoshield box of 100 needles that had 3 needles fail to inject into the patient. Dc lot #4164010; catalog # 329505; date of event unknown. Sample status discard . Email sent to pharmacy asking them to call us. 1st attempt. Hello team, please find the below complaint received for a consumer. Please feel free to reach out for any further queries. Regards, embecta customer support email comments: I have a patient who uses bd 329505 autoshield box of 100 needles that had 3 needles fail to inject into the patient. The box was from lot number 4164010, manufactured date 30/06/2024 and expiry date 30/06/2027. The needles were discarded by the nurse at the patient's school. We are hoping to have a replacement box sent to our store if possible. Thanks, (B)(4). (B)(4) 24june2025 - update/additional information from (B)(4). Case # (B)(4) has been sent its 3rd and final attempt to obtain more information. This file is going into closed in sales force.